Event description:
It was reported that the patient was experiencing pain, and x-ray showed loosening of the femoral component. During the revision, the surgeon found the articular surface to be broken.

Manufacturer narrative:
Evaluation summary: neither surgical notes nor x-rays were provided; therefore, fit and orientation of the other components could not be evaluated. Patient factors that may affect the performance of the components such as possible trauma, activity level or type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. Only the articular surface was returned for evaluation. The device exhibits wear on both sides and the post was fractured off as returned. The part and lot numbers are unknown; therefore, dimensional measurements and device history record review were not conducted.